Event description:
It was reported that the wake button was not working. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate method for insulin therapy.